Manufacturer narrative:
Correction : the device was not explanted as previously reported. Only a revision surgery to re-position the receiver stimulator has been conducted.

Manufacturer narrative:
This report is submitted on november 29, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a performance decrement with device use subsequent to sustaining a head injury, resulting in the decision to explant the device. The device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.